Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringe had a small hole in the barrel, that caused medication to leak from the syringe. There was no report of exposure, serious injury or medical intervention.